Event description:
After the patient went into cardiac arrest, CPR was initiated with external defib. Patient received therapy due to noise which induced vf. The device exhibited output circuit failure. Patient had been non-compliant with follow-up. The patient remained in critical condition with potential for incomplete neurological recovery.

Manufacturer narrative:
All information provided by manufacturer and maude adverse event report number (B)(4).